Event description:
It was reported that after an unknown procedure, the device was labeled as defective. It was not reported that how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
Articulation gear teeth damaged. Evaluation summary: one device was returned in good visual condition and loaded with a 1/10 partially fired a cartridge that was not to be in good visual condition and with the lockout tab in normal condition. No functional test could be performed; therefore, the device was disassembled to verify the condition of the internal components and the articulation gear teeth were damaged; no other anomalies were noted. Cartridge batch a5cy21.